Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 10-jul-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse observed the rheodyne valve was leaking. To fix it, they tightened the allen screws and ran quality control (qc) to verify proper retention times. Fse also ran a patient sample to verify good retention times. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was due to leakage at the injection valve secondary to loose allen screw.

Event description:
On (B)(6) 2017, a customer reported elevated retention times with a new column with their g8 analyzer. The customer reported that they calibrated the column after placing it but technical support advised them to recalibrate and check retention times thereafter. When the customer called back, they advised that the retention times were stills high and remained even after flow rate adjustments. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.